Event description:
Customer reports, blood leaked around the plunger and spilled out the back of the syringe. They report, the blood started to fill up behind the plunger and spilled out onto the floor. The nurse had already drawn two other syringes of blood. The nurse was drawing from a central line.